Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of pr (B)(4) and the complaint will be cancelled. The associated MDR will be void.

Event description:
No additional information.